Event description:
Consumer complaint of low blood glucose results. Caller performed a blood test at the time of the call resulting in 23 mg/dl. Caller states his glucose is normally 70-100mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).